Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Date sent: 06/06/2016. Batch # m5315k. The analysis found that one ecr60b cartridge was returned fully fired and with the cartridge pan detached from the cartridge. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the cartridge pan came off when a nurse removed the cartridge from the device after the second firing. The doctor commented that there had been no unexpected resistance while firing. Another cartridge was loaded into the same device and used to complete the case. There were no adverse consequences to the patient.